Event description:
The blood leak occurred with three dialyzers at user facility in 2001 with the same patient. All the leaks occurred at the initial use. The blood contained in the dialyzer was not returned to the patient but was discarded and about 200cc blood was lost. The patient is well.